Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced hypoglycemia after stating the ilet delivered a significant amount of insulin while glucose was already decreasing. Symptoms included hypoglycemia, with clinical details not fully characterized. Outcomes included an effect that could not be fully characterized. Investigation included attempts to obtain additional information through communication and review of information provided by the user or third party. Investigation of this case revealed no specific findings, with medical device problem and device component details not established due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.